Event description:
During treatment of a posterior communicating artery, an interpaq (str100415-20/f23458) coil could not be resheathed and the coil was found to be stretched during analysis and an ultipaq (fsr10020620/f66345) coil would not detach. A subsequent coil was able to be detached by detachment device. There was no adverse event or intervention required due to the events.

Manufacturer narrative:
(B)(6). This is 1 of 2 mdrs being submitted for patient identifier (B)(6). Complaint conclusion: the unit was returned with the delivery wire severely kinked in multiple locations. The fractured resheathing tool was found located under the first kinked section of the delivery wire. The fracture was ductile in nature and no material defects were found. Located on the top proximal end of the resheathing tool, the v notch had been fractured. The detachment fiber did not receive heat and melt. The device positioning unit (dpu) failed electrical testing. The dpu failed electrical testing. The most likely root cause of the failure to detach was due to a fracture of the solder joint located at the resistive heating coil. The circumstances of how and when this damage occurred cannot be determined. There was no evidence of a manufacturing issue found, therefore, no corrective actions were taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.